Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report . This report is being submitted as additional information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device. It was reported that the patient presented with complaints of dizziness. The lvad speed was decreased for notable finding of left ventricular end diastolic diameter (lvedd) of 4.2 centimeters. During review of the system controller log file by the manufacturer's technical services, a loss of external power event occurred during a power source exchange on (B)(6) 2017. The patient admitted to disconnecting both leads at the same time. The manufacturer's technical services representative reviewed the system controller log file, which confirmed the external loss of power event and the backup battery usage. The lvad clinician reported the patient had a history of pump thrombus, but was doing fine and not exhibiting any signs/symptoms of thrombus. The lvad clinician reported that the patient had a driveline infection and was given antibiotics for coverage, however the cultures were negative and the driveline site looked fine. The patient was discharged home. No further information was provided. Additional information: the patient underwent transplant on (B)(6) 2017. The outcome was not device or therapy related.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. The customer communicated that no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.